Event description:
Procedure performed: pars plana vitrectomy with membrane stripping, air-fluid exchange, laser demarcation, placement of autologous serum, and infusion of 15% c3f8 gas, o.d. During an air-fluid exchange with a soft-tip cannula there was a brief interruption of inflow pressure, resulting in partial collapse of the vitreous cavity. The infusion cannula was sewn on eye. Eye tissue was collapsing around the cannula. Pressure during case had been at 30. The line was stripped, stopcocks were checked. Could not find cause. Ran pressure up to 50. After approximately 1-1 1/2 min delay, flow returned spontaneoulsy. Reexam of peripheral retina revealed no retinal tears, hemmorrhage, or subretinal fluid. Procedure then completed.